Event description:
A 90 yr old admitted on 9/1/99 with acute anterolateral mi and cardiac decompensation in guarded condition. Anterior descending was totally occluded at its orifice with severe calcification noted throughout almost the entire anterior descending coronary. Other arteries revealed disease as well. The stent was satisfactorily placed but persistent subtotal occlusion of the mid portion of the stent was noted due to calcifications. The balloon catheter fractured following continued attempts of extraction. The balloon remained within the anterior descending coronary. The treating md stated the event was not related to the device. The pt expired 9/2/99.